Event description:
Medline peel packs are not opening as intended. Upon opening the peel packed items in the operating room, the paper portion of the peel pack shreds apart instead of separating along the seal as intended. Peel packages do not have the lot number printed on them, the lot number is listed on the box that the item is stored in making it difficult to recall item to the lot number, only the part number is listed on the item.